Manufacturer narrative:
The investigation for the reported pump stop and thrombus issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed that the pump stopped immediately upon the occurrence of the "impella stopped - motor current high" alarm. The impella was unable to be restarted. Visual inspection of the returned pump revealed a large impeller purge gap. No other abnormalities were found. Therefore, it was determined that the root cause of the pump stop was bearing wear after 16 days of use, which is beyond the 8-day design life. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, transesophageal echocardiography was performed which revealed an apical thrombus with possibility of clot on the pigtail catheter. The impella stopped suddenly after 16 days of support. The pump was unable to be restarted, and the patient was brought to the operating room for impella explant and surgical wound closure.